Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll when the up arrow button was pressed. Customer attempted to take battery out in order to troubleshoot and received a battery out limit alarm which customer was able to clear. Customer's blood glucose was 186 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.